Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient was admitted in hospital on (B)(6) 2018 due to syncope due to hypoglycemia. The bllod glucose level of the patient at the time of hospitalisation was 70 mg/dl. The patient was discharged on the same day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).